Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent right atrial (ra) lead undersensing was noted on stored electrograms (egm) which resulted in possible false classification of episode termination. The lead is still in use. No patient complications have been reported as a result of this event.